Manufacturer narrative:
At the on site visit, the field service engineer adjusted the sensor. The system was verified successfully according to specifications. Logfiles could confirm the reported error but does not indicate the origin. Local risk management team assessed the error and concluded that the residual risk remains unchanged and at acceptable level. No increased risk for patient, user, or third party. This is a known issue and a non-conformance investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on the sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a 20% energy warning was received as the footswitch was depressed to start the procedure. The system was restarted and no further problems were observed. Additional information states that the warning occurred 35 times during the procedure. After each warning the option to continue was pressed and a few laser shots were able to be fired before the next warning would appear. The procedure was completed. After the procedure was completed an energy check was attempted but was not able to be completed due to the warning message. The laser was restarted and the surgeon was able to continue without further warnings. It was also noted in follow up that the patients right eye is not seeing as well as the left and the right feels a little sore one day post treatment. The surgeon does not believe this is related to the reported energy warnings.